Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter kept showing a " incorrect" message when trying to set up the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.